Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. During the testing of the subject device, all functions were performing properly. A visual inspection of both external and internal components revealed them to be in good condition. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing routine maintenance on her olympus high flow insufflation unit, the device was not releasing excess pressure. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue (failure to release excess pressure). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of faulty manifold unit. The cause of this fault was not determined. Olympus will continue to monitor field performance for this device.